Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose was unknown. The customer was treated by insulin drip during hospitalization. The customer stated that the insulin pump received insulin flow blocked alarm. The troubleshoot was performed for high blood glucose. The insulin pump will not be returned for analysis.